Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that for the last couple of weeks the recipient hears distorted sounds with the device. The recipient is not able to wear the audio processor due to discomfort caused by this noise, but does not report any pain. There is no accident or trauma reported. Reimplantation is scheduled

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The other observed damages are most likely attributable to the explantation surgery. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The recipient reported having no speech understanding, only disturbing noises with the device since (B)(6) 2018. Since last appointment on (B)(6) 2018 the user reported hearing sporadically a "tok tok" noise with the device. The recipient is not able to wear the audio processor due to discomfort caused by this noise. The noise only occurs when wearing the audio processor. The user does not report any pain. There is no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Re-mapping was attempted, but the symptoms remains. The recipient has been re-implanted.